Event description:
It was reported that a patient was found dead in her home by her husband. An autopsy was performed but no cause of death was determined. Review of the patient's programming history that was current up to 2007 demonstrated that the device was functioning properly. The medical examiner removed the patient's device, and returned it to the manufacturer for analysis. Device evaluation has not been completed at this time.